Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a pediatric percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 10 mm. X 2 cm. Balloon catheter (bc) was inflated but bleed-back from the catheter and contrast was noted to drip out of the balloon. The physician immediately concluded that the balloon had a hole in it. The product was removed from the patient and replaced with a new one to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. The complaint product was inserted through an unknown 6 fr. Sheath and was advanced over an unknown 0.035/260 cm. Guidewire. No target lesion/target lesion information was provided.

Manufacturer narrative:
As reported, during a pediatric percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 10 mm. X 2 cm. Balloon catheter (bc) was inflated but bleed-back from the catheter and contrast was noted to drip out of the balloon. The physician immediately concluded that the balloon had a hole in it. The product was removed from the patient and replaced with a new one to complete the procedure successfully. There was no reported patient injury. The complaint product was inserted through an unknown 6 fr. Sheath and was advanced over an unknown 0.035/260 cm. Guidewire. No target lesion/target lesion information was provided. A non-sterile unit of powerflexpro 10mm2cm 135 was received coiled inside of a transparent plastic bag. Product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. Balloon was not inflated. No damages or anomalies were observed at the inspected part. Functional test was performed and the inflator/deflator device was attached to the inflation lumen. The leakage test was done to the balloon by applying pressure with the inflator/deflator device with the purpose to of reached the nominal pressure of 8 atm. During the test development, a leakage was observed at the balloon. Sem analysis found the balloon leakage was observed at proximal section of the balloon. The balloon¿s outer and inner surfaces were scanned to identify the possible root cause of the leakage, and the caused was found to be a rupture on the balloon¿s surface. The external surface of balloon presented evidence of scratch marks near the balloon rupture. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the received balloon. The internal surface of the balloon and proximal marker band did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17674974 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the burst reported could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although not provide) may have contributed to the reported event as calcified/resistant lesions can damage a balloon as evidenced by the scratch marks found on the balloon¿s surface during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.